Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced persistent hyperglycemia after a bent cannula was noted, with blood glucose remaining at approximately 340 mg/dl despite waiting for correction and receiving troubleshooting guidance that included time-to-correction expectations and a plan for potential infusion set or supply change. Symptoms included elevated blood glucose. Outcomes included no hospitalization and continued monitoring. Investigation included user troubleshooting and follow-up attempts. Investigation of this case revealed that the exact cause of the hyperglycemia was unclear, although a bent cannula and possible infusion issue were discussed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.